Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up with an infection and erosion of the pocket. The source of the infection was not determined. The pacemaker, right atrial, right ventricular, and left ventricular leads were explanted on (B)(6) 2018 and the patient was recovering after the procedure.

Event description:
New information states that here was no evidence of pocket infection. There was only pocket staining. The patient was stable.